Event description:
During a left ventricle premature ventricular contractions procedure, an effusion was noted. After crossing the septum with the sheath and after transseptal access, the effusion was worse. After completing left ventricle pvc ablation, the patient became hypotensive and complained of chest pain. A pericardiocentesis was performed to stabilize the patient. There were no performance issues noted with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.